Event description:
During surgery the finishing block had to be pinned and repinned three times because of poor visualization. The pin holes on the most medial border of the condyle caused a small fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.